Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing ¿low¿ blood glucose (bg) levels; exact bg value was unknown. Customer alleged the cause for the low bg was due to control iq "not working". However, after tandem technical support (cts) reviewed pump data, the control iq software was functioning as intended and the cause of the low bg was unable to be determined. Multiple follow-up attempts were made by cts to reach out to the customer on the reported issue, but no response was received.